Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was colon cancer. The customer also had kidney failure. The customer's blood glucose at the time of death was 174 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected four to 5 days prior to the customer's passing because the customer was not eating anymore. The insulin pump was removed by a family member per the customer's doctor's orders. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Data analysis: there is no data listed for the date of 12/23/2015 due to insulin pump received with depleted battery installed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.